Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) site opened up. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was irrigated. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.